Manufacturer narrative:
The device was not returned for eval. The actual lot number used is unk. Two possible lot numbers were identified and investigated; they are 770582m and 772977m. There have been no other complaints reported in these lot numbers. Foreign material was not observed in the retention samples inspected. Device history record reviews indicated the products met release criteria. Additional info has been requested. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "no harm to the pt" (no consequences or impact to pt). Product problem(s): "fluff entered the pt's eye" (foreign material present in device). A nurse reported "fluff" entered the pt's eye during product use. The nurse reported she did not see the fluff in the cannula prior to use and the surgeon stated he did not see the fluff until it was in the anterior chamber of the eye. The fluff was removed during the procedure with a pair of forceps along with the "superfluous" viscoelastic. There was no harm to the pt. The surgery was completed following a one minute delay. Additional info was requested.